Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected. Information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h6, h11. Correction: d4 - UDI number has been corrected. A visual examination of the returned product identified signs of use (dings, scratches) and confirmed the complaint in that the spring is broken/fractured. Not all pieces of the spring were returned. The spring was sent for fracture analysis, and the scanning electron microscope images show ductile dimples identified on the fractured surface, a mode of failure of overload. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure, the spring of the femoral slap hammer was fractured. There is a possibility that the piece of spring could have remained in the patient. No further health consequences have been reported. Attempts have been made and no further information has been provided.